Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were not able to flow co2 through the tunnel, had small amount of pressure. But flow was 0. Changed the vasoview device, tried all ports for co2 with no success, insufflation tubing, filter, and device. No success.. It was a difficult harvest because of this. Hospital was just wondering if maquet had heard of this happening anytime recently? But it would work if they took the device out of the tunnel? It was not up against the side of the leg and they only put a few cc of air. Completed procedure endoscopically , had pressure to the tunnel but no flow co2. They tried 2 vasoview kits, change insufflation tubing, filter and machine. Patient effects: quality of vein was compromised. Not as nice of a dissection and usual quality of vein.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were not able to flow co2 through the tunnel, had small amount of pressure. But flow was 0. Changed the vasoview device, tried all ports for co2 with no success, insufflation tubing, filter, and device. No success. It was a difficult harvest because of this. Hospital was just wondering if maquet had heard of this happening anytime recently? But it would work if they took the device out of the tunnel? It was not up against the side of the leg and they only put a few cc of air. Completed procedure endoscopically, had pressure to the tunnel but no flow co2. They tried 2 vasoview kits, change insufflation tubing, filter and machine. Patient effects: quality of vein was compromised. Not as nice of a dissection and usual quality of vein.